Manufacturer narrative:
(B)(4). Date sent: 03/12/2020. D4: batch # t5cp2c. Device analysis: the analysis found that one ntlc55 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired with the swing tab in the locked position and the left gripping surface broken off. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the firing knob and device performed without any difficulties noted. The condition of reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No. Could you please provide more details for the related part of ¿feather jumped out¿? Unknown. Could you please clarify if firing knob was damaged? Unknown. Did any pieces fall into the patient? No.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please specify which part was broken? Did any pieces fall into the patient? If yes, were they retrieved?

Event description:
It was reported that during a sigmoid resection, a piece of the stapler broke off. A new device was used to complete the case. There were no patient consequences reported. No additional information is available at this time.